Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, the patient was emergently implanted with gore excluder aaa endoprostheses to repair an impending rupture of an abdominal aortic aneurysm. The patient tolerated the procedure without endoleaks present. On (B)(6) 2014, the patient was discharged of the hospital. In 2015 (exact date unknown), a follow-up computed tomography angiography (cta) revealed aneurysm enlargement as well as proximal migration of a contralateral leg component ((B)(4)/11966783) on the left side. Amount of aneurysm enlargement and distance of migration were reportedly unknown, and a distal type I endoleak was not revealed. On (B)(6) 2015, the patient was implanted with an additional contralateral leg component distally to repair the migration of (B)(4). Imaging did not reveal endoleaks, and the patient tolerated the procedure. It was reported that a CT at the time of hospital discharge revealed that the distal sealing length of the (B)(4) was short. Change in aneurysm diameter and/or thrombosis of the aneurysm could have caused the (B)(4) to migrate proximally.